Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized and treated with an unspecified intraperitoneal drug (dose, frequency and duration were not reported) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient remained hospitalized and was not recovered from the event. No additional information could be provided as the reporter declined follow up.